Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on august 8, 2016. (B)(4). The sample was not returned, nor was there any product information provided. The complaint description was also not detailed enough to understand what the customer's concerns were regarding. The complaint was not confirmed and a root cause was not determined. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation (B)(4). Conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the perfusionist had oxygenator concerns. It is unknown if there was a delay in the procedure, whether the product was changed out, or if there was any affect on the patient or results of the surgery. The product code and lot number involved are also unknown. Terumo continues to attempt to gain more information regarding this event from the user facility.